Event description:
It was reported that during an unknown case, the footswitch was cutting in and out. The footswitch was replaced with another footswitch and the case was completed with no patient consequence. The black footswitch cable would activate immediately when wiggled.